Event description:
It was reported that the patient was having issues with Pods causing skin irritation and scarring at the Pod infusion sites. The Pod had been worn for longer than 48 hours. No impact to blood glucose levels, and no treatment was reported. No further information is available at this time. If further details become available, it will be reported via a supplemental report.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.